Event description:
It was reported that during an angioplasty procedure, the re-wrap tool in the pta balloon allegedly appeared to be stuck on the balloon itself. It was further reported that when tried to push the re-wrap tool off the balloon, it was allegedly bent and would not budge. The procedure was completed using another balloon. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. Two photos were provided and reviewed. Both the photos show the atlas device. The balloon appears bloody and deflated. The re-wrap tool cannot be seen in the picture. No specific anomalies noted. Therefore, the investigation is inconclusive for the reported failure to fold and material deformation as no objective evidence was provided. A definitive root cause for the reported failure to fold and material deformation could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the re-wrap tool in the pta balloon allegedly appeared to be stuck on the balloon itself. It was further reported that when tried to push the re-wrap tool off the balloon, it was allegedly bent and would not budge. The procedure was completed using another balloon. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 04/2027). H11: d2b (dqy;lit). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.